Event description:
During percutaneous nephrolithotripsy, the surgeon used the cyberwand to pulverize, irrigate, and suction the stone. A significant amount of the stone was removed when the device stopped working. The device appeared to have broken at the handle close to the tip of the handle and wand.